Event description:
Additional information received reported the ins was replaced. The patient had an appointment scheduled with his surgeon for (B)(6) 2012.

Manufacturer narrative:
Product ID 7482a40, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted, product type: extension, product ID 7482a40, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted, product type: extension, product ID 7436, lot#, serial# (B)(4), implanted, explanted, product type: programmer, patient product ID 3387s-40, lot# v483953, serial#, implanted: 2010 (B)(6), explanted, product type: lead. (B)(4).

Event description:
It was reported the implantable neurostimulator (ins) moved toward the patient's armpit and the lead and extension felt tighter from time to time. This occurred approximately 6-8 months ago. The patient fell 1-2 times. The patient believed when he reached down approximately 6-8 months ago it felt like his ins was pushed/moved and that was when he thought the issue occurred. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.